Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 350 mg/dl. The customer mother stated that customer had issue with the battery and got power failed. The customer was assisted with troubleshoot. Customer reported that the power error detected had recurred within a week of troubleshoot for previous occurrence. The customer was advised to revert to the back-up plan. The customer reported that the pump needs to replaced due to the pump alarming power error twice the insulin pump will be returned for analysis